Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room at (B)(6) with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod. Symptoms reported include extreme thirst, nausea, lightheadedness, and a sensation of impending collapse. The patient was treated with insulin shots. The patient was discharged on the same day. The pod was removed at the emergency room.